Event description:
The customer has reported that the cutter is not activating once the system is finished the vacuum qa. The customer has tried to turn the unit off and two different probes were used to evaluate for disposal damage. The customer turned the unit off and unplugged the foot switch pedal to evaluate for activation. The probe was pulled out of the hand piece to discover that the holster is not activating, once the forward button has been pressed. The customer was able to finish the pt using another hhhc1 holster to finish the biopsy.

Manufacturer narrative:
Evaluation summary: based on the evaluation results, the customer's complaint that the cutter is not activating once the system is finished the vacuum qa has been verified. The site performed functional tests and found the unit will not retract the probe due to a broken chain on the translation motor. The unit has been placed into long term hold.